Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The sys operates as intended.

Event description:
The customer reported that both of the monitors were not working correctly, (one went white and the other went dark). This issue would prevent the live image from being viewed, thereby making the system unusable. There is no report of injury or death associated with the event described in this complaint.